Event description:
It was reported that the customer passed away. Caller stated that the customer was wearing the insulin pump at the time of death. Caller stated that the customer died due to insulin shock. Caller stated that he was giving her glucagon and took customer to emergency room due to high blood glucose and dehydration. Nothing further was reported.

Manufacturer narrative:
1. Please provide all relevant information which your firm used to determine that the reported event is occurring with greater or lesser frequency and/or severity, than is stated in the labeling for the device, or expected (i.e. Where the device labeling is silent on event frequency and severity). In your response, please provided the expected and observed frequency and severity for the reported event with this device and, as applicable, the family of devices it belongs to. Response: the customer was very sick all day before passing, and she could not hold anything in her stomach. Then at night she was taken to the emergency room because she was dehydrated, and she was released to go home about 2:00am. The husband assumed that she was in insulin shock and he was giving her glucagon. The customer's husband stated that he remembered her blood glucose was about 159mg/dl at 11:30pm while she was in the hospital. The spouse stated that he does not know if the insulin pump was in use or suspended as the customer was suspending the pump a lot while she was sick. 2. Please provide the primary and secondary cause of death as it was reported by the patient's physician, as it appears in the medical record or as it is described in the autopsy report. Please include the information source used in your response. Response: the spouse informed that the death certificate stated the cause of death was cardiac failure. He stated that he does not know nothing else. 3. Please provide further explanation regarding how you determined the conclusion(s) code(s) reported in your medical device report. Response: since the device was received with a depleted battery, a new battery was installed to perform a functional testing, and the conclusion code used in the medical device report was determined based on the outcome of the testing conducted during the failure analysis. 4. In your supplemental report you stated that the returned device had a depleted battery, and cracked battery tube threads. Could these conditions of the battery have contributed to the event described? And if so, please explain. Additionally, please provide any trending information you may have on complaints regarding cracked battery tube threads. Response: the husband was instructed to have a functioning battery left in the insulin pump otherwise critical data may be lost. The device was returned with depleted battery "thunderbolt alkaline" installed. No unexpected failed battery test alarms or battery out of limit alarms noted. The cracked battery tube threads did not play a role in customer's death. The crack may have been caused by either bumping or dropping the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with depleted battery and cracked battery tube threads.